Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a appendectomy procedure, when the surgeon grasped the firing trigger, the unfamiliar noise was heard and could not open. The device was opened manually. Another device was used to complete the case. There were no adverse consequences to the pt.